Manufacturer narrative:
The technician replaced the brake caster and brake steer caster on the feet end of the stretcher to resolve the issue.

Event description:
The account alleged the foot end brakes move when the brake is set. No patient impact.